Event description:
Reporter alleged when the customer was using the soft touch lancing system three years ago, she went to the clinic as a result of an alleged infection in her hand which reportedly may have caused by the use of the system. Customer stated the clinic treated her with an injection of unknown contents and antibiotic pills. No other actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.